Event description:
During an in-clinic follow-up, the device was found to have reached the elective replacement indicator (eri) earlier than expected. Premature battery depletion was suspected. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery/battery problem was not confirmed. As-received, device was in backup vvi mode post explant due to voltage fluctuation caused by low battery voltage and cold temperature exposure. After the device was restored from backup mode, functional testing was performed. Battery assessment at various pulse amplitudes found current levels within normal range and no indication of premature battery depletion or battery problem was noted. Longevity assessment was performed, and the device exceeded projected longevity and it is considered normal battery depletion.